Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an ocular lens, there was resistance with the iol when the surgeon was pressing on the plunger. The doctor implanted the lens. The haptic was broken. The surgeon elected to keep the iol implanted. It was noted that the "patient is fine" with mild swelling.